Event description:
It was reported that this implantable lead was not successfully implanted due to unknown reason. Additional information received indicates that the lead was attempted due to physician accidentally damaged while slitting the catheter. This lead was never in service and will be returned for further analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial emdr in block h6 evaluation conclusion code.

Event description:
It was reported that this implantable lead was not successfully implanted due to unknown reason. Additional information received indicates that the lead was attempted due to physician accidentally damaged while slitting the catheter. This lead was never in service and will be returned for further analysis. No adverse patient effects were reported.